Event description:
A vaxcel pasv custom kit was placed for therapeutic purposes. On a separate occasion, a leak was noted at the junction. Product evaluation in august 2004 determined the leak to be distal to the suture wing.